Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Upon receipt the MRI laryngoscope kit was visually inspected for any signs of misuse/abuse/damage. Nothing visually noted. A functional inspection was performed on the blades where both the miller 2 and 3 blades were attached to the MRI handle which was returned with the set. Independently, both blades were engaged on the handle and both miller 2 and 3 blades displayed steady, bright beams of light. The complaint cannot be confirmed. Functional testing has determined no fault found with devices in question. The root cause cannot be established. It should be mentioned that the pipe lights were designed in a manner that would allow for easy removal from the blade in order to change out the bulbs should they burn out. The pipe light on the miller 2 was partially dislodged (misaligned) upon receipt. However, this slight misalignment does not represent damage or a defect. The pipe light can be completely removed and reinstalled for bulb or blade maintenance.

Event description:
It was reported that the product was being shown to customer as a sample. The gold color light pipe on the blade becomes dislodged, thus the blade does not fit on the handle properly causing a flickering of the light. No patient involvement.